Event description:
Patient presented for d & c procedure. Patient anesthesized & draped in normal fashion. Physician inserted ferris needle & co2 gas was inserted into patient through insufflator. Ferris needle apparently punctured diaphram & gas was flowing plural cavity. Patient's sa ol dropped to 70%. Procedure was halted & a chest x-ray taken which showed a pneumothorax. Anesthesia was reversed & patient was taken to recoverydevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-aug-91. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed, invalid data, invalid data. Results of evaluation: none or unknown, none or unknown, incorrect technique/procedure. Conclusion: user error contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: inserviced by other facility staff. The device was not destroyed/disposed of.